Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at the grocery store with their daughter and lost consciousness. The daughter stated the cgm was displaying 253 mg/dl. Emergency services was called and when they arrive, they checked the patient's bg and it was 40 mg/dl. The patient was treated with unspecified IV and was advised to eat then they arrive home. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.